Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# v920746, implanted: (B)(6) 2012, product type: lead. Product ID: 3889-28, lot# v920746, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that patient¿s leads moved after a couple of months his second implantable neurostimulator (ins) was put in. The patient stated the leads were not working; therefore, they removed the device. The patient did not remember when the device was removed. He stated it was almost a year ago. The patient mentioned this was his second device and he does not want to implant a third one. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.